Event description:
A report was received that the patient had an infection at the lead incision site. The symptoms were mild fever and discharge at the lead extension site. The patient was prescribed oral antibiotics. The physician does not believe the infection is device related. The patient was admitted to the hospital and has since been released.

Event description:
A report was received that the patient had an infection at the lead incision site. The symptoms were mild fever and discharge at the lead extension site. The patient was prescribed oral antibiotics. The physician does not believe the infection is device related. The patient was admitted to the hospital and has since been released.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-3138-25 serial #: (B)(4) description: scs phase iii, 25cm lead extension

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.